Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose." H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 864 mg/dl and high ketones identified as dangerous. Cause was not known; however, a pump system check was performed, and it was determined that the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. The technical support team educated the customer on insulin labeling. A correction bolus was delivered via the pump to initially address bg. At the hospital, the customer was treated with intravenous fluids of saline and insulin to treat the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage.